Manufacturer narrative:
(B)(4). No related complaint received with return of the device. Final analysis found that the insulation was abraded breaching the outer insulation and exposing outer coil at 48.1 cm to 48.5 cm proximal to suture sleeve impression region. Abrasions are consistent with constant friction with another implantable device. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.